Event description:
Following a diagnostic procedure, an angio-seal device was placed on 06/24/1997 in the right common femoral artery. The pt later returned to the physician's office complaining of pain in his groin; an ultrasound was performed on 06/30/1997 which showed a small hematoma (but ruled negative for a pseudoaneursym). The pt contacted the physician on 07/01/1997 to complain that the pain was worse. The pt was instructed to see the physician the following week for add'l follow-up. On 07/08/1997 the pt was seen in the physician's office; his pain continued, and ecchymosis was documented below the inguinal fold. In addition, the physician found the pedal pulses on the right to be decreased. The pt was scheduled for a bilateral lower extremity ultrasound with segmental pressure later that week. Follow up with the site on 07/29/1997 provided the following: the ultrasound showed evidence of a thrombus at the puncture site, with vascular compromise of the right lower extremity. The pt was referred to a surgeon on 07/21/1997; a thrombectomy was performed, and the device was removed. As of 08/04/1997, the pt remains without sequelae.